Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call the insulin pump alarmed critical pump error. The customer's blood glucose level was 112 mg/dl at the time of the incident. The customer's mother reports the insulin pump alarming and upon removal of the battery the picture of the pump and a booklet appeared on the screen. The critical pump error displayed on the screen after a low reservoir. The customer did not troubleshoot the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was not received stuck in manufacturing mode. Unit power up properly after battery installation. Unit was received with high sleep current due to corroded electronic assemblies. Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No critical pump error noted. Unit was received with corroded motor home switch. Unit was received with minor scratches on case, cracked select button keypad overlay, faded serial number label, cracked retainer, cracked case corner of the belt clip rails near the battery compartment and minor scratches on lcd window.